Event description:
Defective needle driver, instrument. Patient underwent a laparoscopic surgical procedure for suspected ectopic pregnancy. During post-op check-up, pt c/o increased pain and brusing of incision site. Pt referred to ed for evaluation. Diagnostic imaging demonstrated a metallic foreign body in lower abdominal wall. Css tagged a needle holder defective when reprocessing instruments from that day of initial surgery. Pt. Returned to operating room for removal of foreign body; 1.1cm metallic foreign body. (B)(6).